Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/04/2011. An actual sample was received for evaluation for the reported condition of "broken." A visual inspection of the sample revealed the tubing was cut in an irregular way; possibly generated by a crush or impact. Although the reported condition was confirmed, the root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a buretrol set that was broken. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.